Event description:
(B)(4) mitraclip china pms. Patient ID: (B)(6). It was reported that on (B)(6) 2024 the patient presented with mixed mitral regurgitation (mr) with p3 leaflet prolapse, left atrium dilation, and mitral valve dilation. One mitraclip was implanted, reducing the mt to grade 1+. (B)(6) 2025, recurrent regurgitation was noted. Per physician, the event was not serious. There was no associated serious injury, and no device malfunction. No medical intervention was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported recurrent mitral regurgitation (mr). Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the recurrent mr. There is no indication of a product issue with respect to manufacture, design, or labeling.